Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. It was indicated that the operating system was not supported, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.